Event description:
Explant was received at hq. Per device explantation report the user had noisy sounds appearing when chewing. Reportedly, the user started reporting hearing noises a few months prior to explantation. At first, it only happened on rare occasions. Then it happened more frequently. This only happened when he used the external device. The user was re-implanted.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. The electrodes show damage that is most likely attributable to the explantation surgery. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. According to the information received from the field the recipient experienced a noisy sensations whilst wearing the external device. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explant was received at hq. Per device explantation report the user had noisy sounds appearing when chewing. The user was re-implanted.